Event description:
Procedure performed: inguinal hernia. Event description: scissor was blocked after 3 cuts. Intervention: device replacement. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: inguinal hernia. Event description: complaint 1 of 6: (B)(4). Complaint 2 of 6: (B)(4). Complaint 3 of 6: (B)(4). Complaint 4 of 6: (B)(4). Complaint 5 of 6: (B)(4). Complaint 6 of 6: (B)(4). Scissor was blocked after 3 cuts. Intervention: device replacement. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience as a large burr was observed on one of the blades, preventing the unit from actuating. Based on the condition of the returned unit and the description of the event, the burr likely resulted from the scissor blades interfering with one another at their proximal end. However, the exact root cause of the blades interfering with each other is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.